Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 4-jul-2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially, it was assessed that this was a hemostatic valve separation. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation, and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 3-aug-2021. It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the following issues occurred: air flows back into the side port and hemostatic valve separation. While performing a typical flutter procedure, the physician introduced the sheath with the dilator over the wire into the right atrium. After removing the dilator from the sheath, the physician aspirated air with a syringe and noticed that the valve was inside the hub. The sheath was replaced, and the procedure was successfully completed with no patient consequences. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record review was performed for the finished device 00001539 number, and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the following issues occurred: air flows back into the side port and hemostatic valve separation. While performing a typical flutter procedure, the physician introduced the sheath with the dilator over the wire into the right atrium. After removing the dilator from the sheath, the physician aspirated air with a syringe and noticed that the valve was inside the hub. The sheath was replaced and the procedure was successfully completed with no patient consequences. Additional information was received and it was reported that the hemostatic valve was pushed inside the hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve was inside the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. No blood return was observed and the patient¿s hemodynamics were not compromised due to the bleeding. The physician did not perform any maneuver to eliminate bubbles. The patient has not exhibited any neurological symptoms since the procedure was completed.